Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the devices had a hole in the cuff. The patient changed the cannula on three separate dates. The exchanges were made due to the cannula cuffs becoming punctured. There was patient involvement and no patient harm recorded.

Manufacturer narrative:
H4 - device mfg date; corrected. D9: date returned to mfg.: 11/6/2024. H3 and h6. Codes: updated. Two used decontaminated samples were received in a plastic bag with its original packaging. Under visual inspection the samples appeared to be in good condition. Due to the fact that a cuff leak was observed after placement it is the most probable that the reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use "guard against cuff damage by avoiding contact with sharp edges". A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.